Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered anti-tachycardia pacing (atp) as well as five shocks. Technical services (ts) reviewed the event data and noted the therapy appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). The results of the analysis were reviewed with the physician. Further information from the field was not available. This device remains in service. No additional adverse patient effects were reported.